Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter address 1:(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported syringe 0.5ml x 31g x 6mm b/p ap had missing label information. The following information was provided by the initial reporter: "no lot = 3 sp".

Event description:
It was reported syringe 0.5ml x 31g x 6mm b/p ap had missing label information. The following information was provided by the initial reporter: "no lot = 3 sp."

Manufacturer narrative:
H.6. Investigation: customer returned several images of a shipping carton and its shelf cartons for 0.5ml, 31 gauge, 6mm syringes from lot 0308727. At least one shelf carton was noted to be missing the print for its lot number, manufacturing date, and expiration date. One shelf carton is missing entirely from the shipping carton, while its spot is filled with loose syringes. With the syringes loose in the shipping carton, an incorrect count is entirely possible. A review of the device history record was completed for batch# 0308727. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the images received, bd was able to confirm the customer¿s indicated failure of missing lots, loose syringes in the shipping carton, and incorrect syringe count. Root cause the inside flap cylinder came off. The flap cylinder supports the 5 cartons while transporting into a shipper case. Without the flap cylinder, a continuous flow of cartons will proceed into the shipper case creating missing /damaged cartons and carton jams. Most of the packaged syringes proceeded to transfer into the shipper case without the carton. A camera is installed for coding verification on the carton directly after the coding printing process. Because the carton contained no coding means it was introduced back into production but not placed correctly on the transfer belt before the coding process as required. H3 other text : see h.10.